Event description:
On (B)(6) 2012, the reporter contacted animas alleging that multiple keypad buttons are intermittently unresponsive requiring multiple presses with excessive force to evoke a response. The patient reportedly keeps the pump in a case attached to a belt and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. Evaluation revealed that the ok and up arrow keypad buttons were intermittently unresponsive and required excessive force to activate a response. All other keypad buttons responded appropriately and spring back or click normally. During investigation, evidence of contamination was found under all keypad contacts and the up arrow key contact was found to be misaligned. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.